Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018 - information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a new pain right below the implantable neurostimulator (ins) on their hip. The patient specified that their hip hurt really bad sometimes after having to sit for a while or drive and he gets uncomfortable sitting in a chair. The patient mentioned that they also had a touch of arthritis but that wouldn't explain the hip pain. It was noted that the patient hadn¿t charged the ins since (B)(6) 2017 and he hadn¿t used the ins in over a year because he started using medical marijuana and it helped relieve his pain. He didn¿t was the ins jumpstarted, but their MRI eligibility was needed in order to perform an MRI for his hip. There were no further complications reported or anticipated. (B)(6) 2018 additional information was received from the patient. It was reported that patient would like to have the device removed as it is causing pain in his hip. Patient is working with an hcp at the va to get the ins taken out. He will be seeing this doctor on the 12/20. The ins was causing a hip problem. When asked when this issue first started, patient stated it "occurred the drive back here", so he "just assumed that the hip was hurting". It mainly occurred when he was driving, and that the hip problem threw off his natural equilibrium. Patient noted that for some reason the hip was getting sore and he did not know if it was related or not. Sitting down was a problem with the ins. Patient explained that he had to sit down with his legs straight and elevated. Because of the issue with sitting down, he could not work. Patient did get relief from the ins when he walked, however. Patient reported that the ins doesn't work with clothing, because it was implanted at the belt line. Patient reports that he started smoking prior to implant, and smoking aggravated the issues that he had (this was all prior to implant). Patient needed to smoke "for the nerves" but eventually quit smoking after moving. Patient has to keep his feet extremely warm in cold weather. Patient noted he turned the ins to drive (per what was recommended in labeling), he takes medication to sleep at night (no allegation made against the ins for this), exercises and eats good, and his blood pressure is perfect when he sees the hcp. Patient noted as well that has hasn't used the ins in over a year and a half. The issue with sitting down and ins doesn't work with clothing was noted since the implant date. No further complications were reported/anticipated.